Event description:
Patient had an ovarian cyst. Pt went to surgery for a operative laparoscopic left oophorectomy. During the procedure, the surgeon used a ethicon endocutter, the first firing was fine, the second firing the surgeon heard a loud cracking sound and then he had to force the handles apart. The surgeon did think the staples formed and the knife did cut. The rest of the case was finished with a pair of scissors and a monopolar coagulator. Several hours later the pt had to be reoperated on for postop bleeding and the pt did receive a blood transfusion. During the surgery the surgeon thinks he knicked the epigastric with a 512s trocar and had port site bleeding. While the pt was open the dr looked at the staple line, some staples were formed while others were not, the surgeon could not tell if the staple line was bleeding or not. The endocutter was sent to the MFR while the trocar was discarded. Analysis conclusion: based upon the info rec'd and the visual examiniation, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had the nose broken off. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. The co strives understand each incident as it occurs in order to continuously improve products.